Manufacturer narrative:
Revision due to acute dislocation. The case report form indicates the event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Event description:
Revision due to acute dislocation. The case report form indicates the event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Void this submission.

Event description:
Void this submission.